Event description:
The physician provided information on (B)(6) 2015 that he did intentionally leave the generator settings programmed to zero.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Programming and diagnostic history for the vns was received which indicated that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2014. The patient¿s device settings were not corrected at the office visit.